Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device has been discarded and will not be returned. Service history review: part no. 399.36, lot no: xxxxxna: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the elevator was being used during a case and the fake wooden handle broke apart into tiny pieces. Another device was readily available; the delay in surgery was no more than forty-five (45) seconds. No pieces of the broken device went into the patient. There was no harm to the patient. The item will not be returned because the nurse had thrown the item away in the sharps container. This is report 1 of 1 for com-(B)(4).